Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pipette sample or diluent into well position h10 and no error message was given. A field service engineer was dispatched and could not duplicate the event. Fse replaced plunger clamp in position #7 and tip clamps in positions #10 and #12. No death or serious injury was associated with event.